Event description:
It was reported that a revision surgery of the patellar component was performed due to patella tilt and lateral patella pain

Manufacturer narrative:
The associated complaint device was returned for evaluation. Given the initial intra-operative patellar tracking difficulty, return of pain 6 months post-op, and 6 months until revision, currently unable to rule out the underlying mal-alignment and/or tissue laxity as possible contributing factors to the reported patellar tilt/lateral mal-tracking. Should additional information become available, the clinical/medical assessment may be re-evaluated. Evaluation of the returned device revealed minor scratches on the articular surface of the patella implant which could have been caused by third-body particulate (bone, bone cement, etc.) Or during removal of the implant. The side view of the patella implant shows a damaged fixation post with a large cut originating from one side. Visible scratch patterns on the missing post location make it difficult to determine whether this post was removed during implant excision or fractured while implanted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.